Manufacturer narrative:
Patient identifier, weight, ethnicity, race- unk. Date of event - unk. Initial reporter -establishment name/address: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, diopter -6.5 into the patient's eye on (B)(6) 2021. The surgeon reports halos. Attempts to obtain additional information have not been successful.